Manufacturer narrative:
Product investigation summary: one (1) depth gauge (part 319.006 / lot 5776637) was received for evaluation. The device is severely worn with scratches and fading evident along the entire device. The hooked needle stem of the device is not broken off and is not bent. There is approximately 1.0-1.5mm of thread showing on the hooked needle. The device is calibrated correctly. The wear on the slider and body caused the device to not operate smoothly. This particular depth gauge is part of at least fourteen (14) technique guides including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during procedures. The cause for the complaint condition is likely due to wear over many years of use. This complaint is confirmed. The relevant drawing for the device was reviewed with no drawing issues or discrepancies noted. The design is adequate for its intended use and did not contribute to this complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the exact cause cannot be determined, the most probable root cause for this complaint is wear from use and repeated sterilization cycles over the life of the device. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 319.006 with lot number(s) 5776637 is a lot/batch controlled item. The manufacture date of this item is may 07, 2008. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Manufacturing location: (B)(4). Manufacturing date: may 07, 2008. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the sliding mechanism was not sliding well with a lot of friction. The repair technician reported binding as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sliding mechanism of the depth gauge is not sliding; it has a lot of friction and will not glide. This was found during an item check. The depth gauge does not slide freely so it is hard to get a measurement. There was no patient involvement and that the issue was found outside of the operating room. This is report 1 of 1 for (B)(4).